Event description:
Microguidewire (transcend .014 soft tip) made by boston scientific fractured while being manipulated during a neurointerventional procedure. Approximately 2 cm of the distal tip broke. Attempts were made to retrieve the broken wire without success.